Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v884753, implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
It was reported the patient¿s rectum would not close for a few days. The patient fell about six weeks prior to call. The patient experienced constant diarrhea prior to rectum staying open, but now it was constant fecal incontinence. The patient had increased to 1.8 v without success. Further information revealed the leakage started two days after a fall. Reprogramming was performed. The patient had fifty percent symptom reduction and recovered without permanent impairment.